Event description:
It was reported that gem v/nv 20d 1cv 2ss dehp free had backflow issues, with the medication flowing back into the primary bag. The following information was provided by the initial reporter: "zosyn ivpb backflowed into primary bag."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-08-12. H6: investigation summary one primary tubing (model #2420-0007) and one secondary tubing were returned by the customer. It was reported that the medication back flowed into the primary bag. The samples were examined for defects and abnormalities. No defects or abnormalities were observed. Functional testing was performed by using a primary bag filled with clear saline which was then used to prime the set. The secondary set was connected to a bag filled with a blue dye/water mixture, and then connected to the primary set. The sets were set up in a secondary infusion configuration with the fluid level of the secondary bag at least 9.5 inches higher than the primary bag fluid level, and all of the clamps closed. The secondary set was primed with the secondary roller clamp fully opened. Fluid flow was controlled using the primary roller clamp. Fluid was found to be flowing normally. No backflow was observed. The failure was unable to be replicated, and the complaint could not be verified. A root cause could not be determined because the failure could not be replicated. A device history record review for model 2420-0007 lot number 20035403 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 09mar2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that gem v/nv 20d 1cv 2ss dehp free had backflow issues, with the medication flowing back into the primary bag. The following information was provided by the initial reporter: "zosyn ivpb backflowed into primary bag."